Event description:
It was reported that during a stenting treatment procedure, balloon rupture and balloon detachment occurred. The target lesion being treated was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was selected to advance to the lesion when this device inflated to 22 atm, balloon ruptured, they tried to remove it from the guide catheter but the balloon got caught and it broke off. They used a snare to try to remove the broken part of the balloon that remains in the artery and pulled it back to the guide catheter. While trying to remove the balloon, it dislodged into the sheath. They tried to insert another guide catheter but the balloon was dislodged to the femoral artery. The balloon was retrieved by using again the snare. The procedure was not completed due to this event. Patient will be back for another procedure using rotablation. No complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and hub. There were multiple kinks throughout the device. The balloon had a complete circumferential tear 7mm distal of the proximal balloon bond/weld. The inner shaft was separated 2.5cm proximal of the proximal balloon bond/weld. The balloon and inner shaft material was jagged, which suggests that the separation may be related to tensile overload. The distal inner shaft, markerbands, distal portion of the balloon and distal tip were not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated balloon burst pressure." It was reported that the device was inflated to 22atm, which is above rated burst pressure (rbp). Per the dfu, 20 atm is the rated burst pressure for 3.5 mm diameter devices. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon rupture and balloon detachment occurred, the target lesion being treated was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was selected to advance to the lesion when this device inflated to 22 atm, balloon ruptured, they tried to remove it from the guide catheter but the balloon got caught and it broke off. They used a snare to try to remove the broken part of the balloon that remains in the artery and pulled it back to the guide catheter. While trying to remove the balloon, it dislodged into the sheath. They tried to insert another guide catheter but the balloon was dislodged to the femoral artery. The balloon was retrieved by using again the snare. The procedure was not completed due to this event. Patient will be back for another procedure using rotablation. No complications were reported and patient's status is stable.